Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation and dissection). Failure to follow instructions (excessive force used when attempting to deliver the stent). Patient¿s condition affected effectiveness of device (lesion morphology ¿ 90% stenosis, severe calcification and excessive tortuosity). Deformation problem. Evaluation conclusions: known inherent risk of procedure (stent deformation and dissection). Device failure related to patient condition (lesion morphology ¿ 90% stenosis, severe calcification and excessive tortuosity). Failure to follow instructions (excessive force used when attempting to deliver the stent). (B)(4).

Event description:
The physician intended to use a resolute integrity drug-eluting stent. The device was removed from the packaging, inspected and negative prep was performed with no issues noted. The target lesion in the mid cx exhibited severe calcification, severe tortuosity and 90% stenosis. Lesion pre-dilation was performed. Resistance was encountered when advancing the resolute integrity device and excessive force was used during delivery. It was reported that the stent was deformed during the attempted positioning due to the severe calcification. There was difficulty removing the device due to the tortuous anatomy and severe calcification. It was reported that a vessel dissection occurred. Three resolute integrity stents were implanted to treat the patient. The final result was very good. No further clinical sequelae were reported. Evaluation summary: the distal tip was slightly frayed. The proximal section of the stent was severely deformed and bunched. The proximal section of the stent had moved distally due to the bunching of the stent. Image review summary: no images appear to be present of the attempted delivery and withdrawal difficulties encountered during use of the rsint22526x device. The dissection within the vessel is confirmed but it cannot be confirmed if this was caused by the delivery attempts of the rsint22526x device or if it was due to other treatment issues. Subsequent multiple vessel dilatation and deployment of additional stents restored flow in the lcx and in the marginal branch that was shut down during deployment of the final stent.